Event description:
Related manufacturer report number: 2017865-2023-37310. Related manufacturer report number: 2017865-2023-37311. It was reported that the patient presented with infection. The implantable cardiac defibrillator, atrial lead, and right ventricular lead were explanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.